Event description:
Information was received from a company representative (rep) regarding their external device. The company rep stated a patient was refilled last week and she had a low reservoir alarm occurring and the pump had continued to alarm since then. The company rep stated she was aware of the software issue with the new tablet software where alarm would need to be silenced manually. She stated the patient was out of town for a funeral and could not see her physician until next week and wanted to check that the pump would continue to infuse normally. Agent reviewed that the alarm would need to be silenced manually in this case but that the alarm would not affect pump infusion.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.